Manufacturer narrative:
Device passed displacement test, self test, off no power test and all operating currents tested within the specific range. No anomaly on display lcd window noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that the insulin pump had a blank display. The blood glucose level was unknown. Troubleshooting was performed. The product will be returned for analysis.